Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued, the patient's catheter removed, and the patient was placed on hemodialysis. The peritonitis manifested as abdominal pain and vomiting. The patient was treated with unspecified antibiotics (intraperitoneally and then orally) for the event. The patient was later discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.